Manufacturer narrative:
The device was received not deployed. The linkage assembly was observed to be in deployed state while the slide insert was not visible in the top viewing window. Upon opening the device, it was confirmed that the linkage assembly was in the deployed state and the slide insert had not been caught by the catch beam after deployment of the linkage assembly. During investigation, extra material was found on the slide insert. This extra material prevented the catch beam from catching the slide insert as intended during deployment. The presence of the extra material prevented the soft cannula from being inserting as intended. Because the soft cannula was prevented from inserting, any insulin that was programmed for delivery during device operation would have flowed through the needle tip resulting in fluid leaking during wear.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg), and the site was noted to be leaking.